Event description:
It was reported that while stimulation was turned on, the patient experienced a loss of therapeutic effect following back surgery on (B)(6) 2011. It was reported that the therapy was not working properly. The patient was seen in the clinical and it was confirmed the stimulator was on using the patient programmer. The patient elected to increase the stimulation setting and monitor to see if this resolved the issue. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-33, lot #v538927, implanted: (B)(6) 2010, explanted: na; programmer model 3037 serial #(B)(4).